Event description:
Patient went into v fib. The defibrillator was brought to the cardiac cath table. The nurse pressed the charge button & screen faded out with no power. The connections were checked, recharge again, plug checked. After third attempt the patient lost consciousness. A new defibrillator was brought converted to nsr.the macine had been checked one hour previously. The test strip taken to biomed with the machine.biomed ran unit for 3 days and tried to make machine fail but was unable to duplicate occurrence.